Manufacturer narrative:
Investigation summary bd has been provided with a photo and sample for catalog 300296 lot 1907229 to investigate this record. Visual examination of the sample concluded that the white particles inside the syringe were composed of lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. The mentioned "particles" consist of accumulation of "slip agent" which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment for amide slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of materials-medicated adverse effect in this clinical application. All test were completed and passed. The reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It has been reported that one bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: our operating room department reported to us on (B)(6) 2019, to have found plastic deposits in the body of a 20 ml syringe (discardit ii).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd discardit¿ ii syringe w/o needle has been found containing foreign matter before use. The following has been provided by the initial reporter: our operating room department reported to us on (B)(6) 2019, to have found plastic deposits in the body of a 20 ml syringe (discardit ii).